Manufacturer narrative:
The reporter provided an event date of (B)(6) 2017, however, they later mention that the event occurred "approximately two months ago". The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the site adhesive of a cleo® 90 infusion set failed, resulting in a dislodged site. It was noted that the patient used "prep wipes" and cleaned the site area thoroughly to ensure secure adhesion. The patient did not notice any damage when the device packaging was first opened. The patient's blood glucose levels were over 600 mg/dl at the time of the event. To address the high blood glucose levels, the patient administered manual injections. The patient did not test for ketones. The patient resolved the issue by inserting a new site and resuming insulin. No permanent injury was reported.